Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a device alert for high thresholds on the lead. X-ray showed the lead was fractured. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.